Manufacturer narrative:
It was reported that when the tech was trying to deploy the stent, the blue catheter that runs along the delivery system snapped about 4 inches distal to the handle. To deploy it, the tech had to pull back on the blue catheter, and device deployed successfully. As a result of analysis of returned device, outer sheath was detached and stent was not returned since it had been deployed successfully. In the outer sheath, the notable kinked mark and curve were not observed, but the curve, stretched sheath, and kinked mark were observed in the part of inner sheath. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the successfully deployed stent holding with the detached sheath even though the outer sheath was detached, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure sheath, and the strong resistance occurred and the outer sheath was detached in the end, resulted in deployment malfunction. However, based on that the curve, stretched sheath, and kinked mark were observed in the part of inner sheath, but not outer sheath, it is assumed that them have occurred during the delivery system removal process, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. This complaint is assumed that it was malfunction for device due to pressure of patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
When the tech was trying to deploy the stent, the blue catheter that runs along the delivery system snapped about 4 inches distal to the handle. To deploy it, the tech had to pull back on the blue catheter to get the rest of the stent out. Device ultimately deployed successfully.